Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient recently experienced recurring incontinence with his artificial urinary sphincter (aus) because the cuff was not closing. The physician believes that there have been fluid loss or atrophy. A replacement surgery was performed and the physician decided to replace the entire system. The new system was working great after replacing the old system. The patient is expected to fully recover.